Manufacturer narrative:
The 3003721894-2016-00128 is associated with (B)(4), super poligrip free denture adhesive cream.

Event description:
Anaphylactic reaction to the super poligrip free [anaphylactic reaction]. Case description: this case was reported by a consumer and described the occurrence of anaphylactic reaction in a female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream for dental care. In 2014, the patient started super poligrip free denture adhesive cream. On (B)(6) 2016, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced anaphylactic reaction (serious criteria gsk medically significant). On an unknown date, the outcome of the anaphylactic reaction was not recovered/not resolved. The reporter considered the anaphylactic reaction to be related to super poligrip free denture adhesive cream. Additional details, the consumer called reporting that she had an anaphylactic reaction to the super poligrip free denture adhesive cream. She started using the product two years ago (2014) on an unspecified date and was still using the product at this time. She had the reaction on (B)(6) 2016 and was still experiencing symptoms. The consumer stated that she had unspecified mass cell disease (current condition). Super poligrip free denture adhesive cream was continued with no change. The call was disconnected before additional information could be obtained.